Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an unusual issue with the subject meter; a message appears on the display stating that the test strip is not good and the user is required to test with a new test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.